Event description:
In 2008, a doctor reported that a patient had developed a blueish discoloration on his palatal tissue in his mouth from wearing the trans-palatal arch (tpa) appliance.

Manufacturer narrative:
The doctor reported that the patient's pediatric dentist noticed the blueish discoloration during a routine check-up. The dentist observed the discoloration for two weeks and believes it is harmless to the patient. The doctor reported that it appears to be a type of permanent tattoo (similar to an amalgam tattoo) isolated to where the solder of the stainless steel appliance was in contact with the patient's palatal tissue. According to the doctor the discoloration is harmless and since it is only visible inside the patient's mouth on the inner palatal tissue, it does not create any aesthetic problems for the patient. The patient is doing fine and has had the appliance removed since 2008. The patient wore the appliance for approximately four years. This is the final report.